Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the dexcom system stopped giving readings for an unknown reason. No medical intervention was reported. Additional event or patient information is not available.